Manufacturer narrative:
2/9/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition could not be confirmed as the entire instrument was not returned for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon added another incision and used another trocar to complete the procedure. The hosp has reported the pt's condition as satisfactory.